Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a "white piece" broke from the pilot balloon when the cuff pressure was being measured and the cuff leaked during the surgery. The customer reported that they kept the patient intubated with this leak until the surgery was finished. The customer reported that there was no injury to the patient.

Manufacturer narrative:
Evaluation summary one sample was received for analysis. A visual inspection was performed to the sample received and was observed that the white part of the device valve is missing which would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process since all manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation/deflation test was performed, a syringe was connected to the device valve and it was observed at the time of air insertion that the valve was not functioning properly since the cuff was not inflating. Product does not meet the specification. Complaint failure was confirmed. Filter used to protect the pressure manometer against infections (used between the endotracheal tube¿s pilot balloon and the manometer). Unit disposition is unknown. Failure is isolated to broken white a piece on the pilot balloon; however no root cause was determined. If information is provided in the future, a supplemental report will be issued.